Event description:
A report that the patient's pocket site was revised due to pain at the pocket site. The patient is reportedly doing well following the relocation of the pocket site.

Manufacturer narrative:
This is the final report.